Event description:
It was reported that the customer had high blood glucose levels (>300 mg/dl). Customer noticed small air bubbles in luer lock and a small amount of air in tubing. Customer reports air bubbles do not appear to be blocking the movement of insulin. Pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.